Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan (lfs) alleging the ultralink meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began ¿a couple of days ago.¿ the patient reportedly manages his diabetes with insulin (unknown type) through pump therapy and reportedly decreased his dose of insulin (approx. 10 units) yesterday at 10am. The patient did not develop symptoms of high or low blood glucose. The patient was able to check his blood glucose yesterday and a reading of ¿465mg/dl¿ was obtained on an unknown meter at an unknown time. No further action or treatment was administered. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The product issue was not resolved after troubleshooting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.